Event description:
It was reported that the patient expired. The patient was admitted to the hospital on (B)(6) 2016 for elective device replacement and the device was replaced on (B)(6) 2016. The patient was released one week later. The patient was at home only for one day and transferred to the hospital via ambulance. The patient was in the hospital for two and half weeks and later expired. There is no allegation from a health care professional that the death was device related. The cause of death is unknown and no further information is available at this time.